Event description:
Subsequent to the initial MDR, additional information was provided on 6/2/2026. It was found in connection with the reported allegation that on the alleged event date, (B)(6) 2026, at 01:55 am, the estimated glucose values dropped to the low alert threshold (70 mg/dl), and the app delivered a low alert at 45% volume. At 02:00 am, the egvs dropped to 61 mg/dl, and the app delivered an urgent low soon alert at 45% volume, which was acknowledged at 02:02 am. At 02:05 am, the egvs dropped to 54 mg/dl, and the app delivered an urgent low alert at 20% volume (the phone volume was lowered from 45% to 20%). At 02:10 am, the egvs dropped to 50 mg/dl, and the app delivered an urgent low alert at 50% volume, which was acknowledged immediately. The egvs remained below the urgent low threshold for 5 minutes before returning within range. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2026 the dexcom device didn't alerted the patient regarding a low, so the patient ended up in a diabetic episode and when she woke up, the patient was feeling off. The patient checked her dexcom and it was 61 mg/dl. The patient took a glucose tablet (dosage not provided). Then after that, the patient had fallen back asleep. The device didn't alert the patient that her glucose was low and when the patient checked the reading it was 50 mg/dl and then the patient passed out. The patient experienced tachycardia, shaking and brain fog. The fiancé assisted the patient. No fingerstick taken during the event. The patient passed out 2:10 am and regained consciousness and her patch fell off at 3:50 am. There was no documentation of medical intervention. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.